Event description:
The patient developed acute myocardial infarction. An increase on electrocardiagram st segment was observed at v4, 5,6. Coronary angiography was conducted and thrombus was observed at the proximal mid left anterior descending artery and the distal circumflex artery. The culprit lesion was left anterior descending for the acute myocardial infarction.